Event description:
No patient involvement: infection prevention/sterile processing has ongoing deep concern about cannulas being sufficiently cleaned, bioburden removed & sterilzed. During borescope & atp testing for residual living cells; inspections failed. When removing and flushing adapter while manually cleaning the cannula in the sonic the team noted the cannula came apart. This device is 3 pieces and they do not seal together. The two-piece plastic cannula meets inside the metal outer cannula but it is not sealed or glued together. Surrounding the plastic cannula between the plastic and metal cannula, remnants/debris of what we assume could be from multiple patients was flushed out. The plastic cannula is threaded and glued at both ends but not sealed inside at the junction of the pieces. Fluid and blood have worked their way from the 2-piece inner plastic cannula to the outer metal piece. With the borescope the staff noted bioburden film. The atp testing confirmed there was residual living human cells remaining on the item, despite cleaning the item for over 8 hours. Manufacturer response for orthopedic stereotaxic instrument, excelsius gps (per site reporter) here is globus' action list as if 5.19.2023 we have met with our pd department and discussed this at length for investigating why this build-up has happened and how to prevent it in the future. We would like to inspect the specific item to help in our investigation process. We have worked with our customs department to start the process of creating a one-piece item for you we will follow up next week on an eta for how long this custom part will take. Know that this is a high priority and we will expedite the custom process for you. Connected with the globus spine rep today 5/31/2023 (he's not over the robotics) he said back in january of this year, they did submit and evaluation event form to have this investigated. It went in a queue and did not seem to be touched from there. The communication in march re-prompted their response.